Event description:
It was reported the patient experienced ¿surging¿ the week prior to report ¿followed by a loss of stimulation.¿ it was further reported the patient experienced ¿less than 50% therapeutic relief¿ in their back. It was noted impedance testing revealed high impedances on electrodes ¿0-4, 7-11, and 14-15.¿ it was stated all of the patient¿s programs utilized the aforementioned electrodes so the ¿device was reprogrammed to use the functioning electrodes.¿ it was noted the patient¿s ¿coverage was not as good as it had been¿ and that it was ¿better than nothing.¿ it was reported a ¿revision was planned, but not yet scheduled¿ at the time of report. It was noted the patient was ¿alive¿ with ¿no injury¿ at the time of report. Additional information has been requested. A supplemental report will be filed if additional information is received.

Manufacturer narrative:
Concomitant medical products: product ID: 377760, lot# v009046, implanted: (B)(6) 2007, product type: lead. Product ID: 377760, lot# v005235, implanted: (B)(6) 2007, product type: lead. Product ID: 37742, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 37752, serial# (B)(4), implanted: (B)(6) 2007, product type: recharger. (B)(4).